Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint - patient contacted broadspire to initiate claim. Patient reported a revision surgery. Patient indicated the revision surgery was due to broken bones. No further information is available at this time. Update 10/26/2010 - medical records were received by broadspire and forwarded to depuy, received on 1/17/2011. Medical records indicate that the patient was revised to address acetabular loosening and possible pelvic fracture. Product and lot numbers were identified. Update 01/17/2012 - litigation received. The femoral head was added. Update 5/07/2012: patient fact sheet form was received. There is no new information that would change the outcome of the investigation. Update 12/2/2013- ppd and medical records. Received. After review of the medical records for MDR reportability, the revision operative note indicated the patient was revised for a loose cup and leg length discrepancy. There was no mention of a pelvic fracture. The summit stem is being added for the leg length discrepancy. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 2/24/2015.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.